Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The hemolysis, stroke, suspected pump thrombus, and subsequent pump exchange were reported under medwatch MFR report number 2916596-2017-00727. (B)(4). Approximate age of device: 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed hypotension and had experienced melena concerning for recurrent gastrointestinal bleeding on (B)(6) 2017. Diagnostic procedures for gi bleeding were not pursued after the patient experienced a stroke. It was reported that the stroke resolved without treatment. Coumadin was transitioned to heparin on (B)(6) 2017, as the patent's hemoglobin and hematocrit stabilized, and the signs and symptoms of gi bleeding resolved. The inr goal at time of the gi bleeding and stroke was 1.66, with a goal of 1.5-2. No additional information was provided.